Manufacturer narrative:
Product event summary:the lead was not returned; however, analysis of the device memory revealed no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6721s-50 lead; 6996sq41 lead, implanted: (B)(6) 2014; 4968-35 lead implanted: (B)(6) 2008; 4968-25 implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that telemetry showed there was loss of capture. It was suggested the loss of capture may have been due to a very long refractory period associated with the patient's cardiac tissue. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.